Manufacturer narrative:
Device failure occurred but did not cause or contribute to death or serious injury.

Event description:
Product analysis for the tablet serial cable was completed and approved on 07/14/2015. An analysis was performed on the returned usb to db9 cable and it was confirmed that the cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the programming tablet did not work due to receiving a port error message. No known troubleshooting was performed. A replacement usb serial adapter cable was provided. The tablet usb cable was received for analysis on 06/26/2015. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).